Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the socket wrench for veptr nut was returned and received at us customer quality (cq). Upon visual inspection, there were scratches and the etch on the device started to fade which has no impact on the functionality of the device. No other issues were identified with the returned components of the device. Functional test: the functional test was performed on the returned device at service and repair. The highest torque of the device measured during calibration testing was not within the specified torque range of the device. Hence, the torque test failed high. Service & repair evaluation: during service evaluation, the repair technician reported the socket wrench did not meet calibration. The item is not repairable per the inspection sheet. The cause of the issue is the device failed high. The item will be forwarded to customer quality. The finalized service record documenting dispositioning of the device will be archived. The evaluation was confirmed. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint device failed in the calibration test. Document/specification review: based on the date of manufacture, the following drawings reflecting the current and manufactured revision were reviewed. - socket wrench - depuy/synthes torque handle testing calibration verification investigation conclusion: the complaint condition is confirmed as the socket wrench for veptr nut failed high in the calibration test. There is no indication that a design or manufacturing issue has caused the breakage and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is a synthes employee. Part 03.641.004, synthes lot 5655420, supplier lot n66185, release to warehouse date: november 28, 2007. Supplier: (B)(4). Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. A service and repair evaluation was completed: the customer reported the item required calibration testing. The repair technician reported the socket wrench did not meet calibration. Torque test failed is the reason for the repair. The cause of the issue is unknown. The device will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during testing at service and repair on (B)(6) 2019, the socket wrench did not meet calibration. There was no patient involvement. This report is for a socket wrench. This is report 1 of 1 for (B)(4).